Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and was informed to continue using the pump while being advised to call back if the malfunction code recurs. The caller acknowledged and understood the instructions.